Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3,h6,h11 the device was returned to olympus for inspection and the failure reported by the customer was not confirmed for image decrease contrast, however, intermittent reddish image was confirmed in addition, the following reportable malfunctions were identified during the device evaluation: intermittent reddish image due to a component failure of the electronical component. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of image decrease contrast could not be determined and intermittent reddish image due to a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented decreasing contrast and intermittent reddish image. The issue occurred during lab or demonstration. There were no reports of patient involvement.